Event description:
It was reported that the patient read that the manufacturer implanted people with pacemakers knowing beforehand that the batteries were defective. (B)(4).

Manufacturer narrative:
(B)(4).